Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 179 mg/dl (aviva meter) and 23 mg/dl (paramedic's meter). The patient was unresponsive at the time of the blood glucose results. The paramedics administered an unknown IV. The patient was taken to the hospital and the hospital blood glucose result was 320 mg/dl. The patient was given something to eat and was not admitted into the hospital. Return of the suspect device was requested for evaluation.